Event description:
It was reported that; during surgery, when the surgeon tried to insert peek using inserter, peek broke. Therefore, the surgeon removed broken peek. The surgeon considered the intervertebral space was narrow. The surgeon changed peek to brand-new product(same size) and the operation was completed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: device history review indicated all released units met specifications. Conclusion: the plausible root cause is a user applied overload during insertion.

Event description:
It was reported that; during surgery, when the surgeon tried to insert peek using inserter, peek broke. Therefore, the surgeon removed broken peek. The surgeon considered the intervertebral space was narrow. The surgeon changed peek to brand-new product(same size) and the operation was completed.